Manufacturer narrative:
Result: the indigo system aspiration catheter 8 (cat8) was kinked approximately 4.2 cm from the hub, and ovalized approximately 35.0 cm from the hub. The cat8 distal shaft was ovalized from approximately 3.5 cm to 4.5 cm from the distal tip, and from approximately 2.3 cm from the distal tip to the distal tip. Conclusion: evaluation of the returned device confirmed that the distal tip of the cat8 was ovalized in two locations. This type of damage typically occurs due to improper handling during use. If the cat8 is pinched or tightly gripped while it is being inserted into the patient anatomy, damage such as this may occur. The distal ovalizations on the cat8 likely contributed to the resistance experienced by the physician while using the sep8. The kink and the ovalization observed on the proximal shaft of the cat8 were likely incidental, and may have happened during packaging the device for return to penumbra. The indigo system separator 8 mentioned in the complaint was not returned for evaluation. Penumbra catheters are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00736.

Event description:
The patient was undergoing a thrombectomy procedure in the right pulmonary artery using an indigo system aspiration catheter 8 (cat8) and an indigo system separator 8 (sep8). During the procedure, the target vessel was accessed using other manufacturer's sheath and catheter. Another manufacturer's guidewire was then advanced into the upper lobe of the right pulmonary artery. Next, the physician advanced the cat8 into the patient with the distal tip just proximal to the clot. The sep8 was then advanced into the cat8 but was not advancing smoothly outside of the cat8 because it was hitting up against the chronic clot. The physician removed the sep8 and noticed that the sep8 was stretched. Subsequently, the physician attempted to "cork" the clot using just the cat8. With the aspiration on, the physician was able to successfully "cork" the clot and remove it from the pulmonary artery and out of the patient's body. However, upon removing the cat8 from the patient, the physician noticed the tip of the cat8 was compressed. It is unclear how the cat8 became compressed. The physician was unable to complete the procedure using the compressed cat8. Therefore, a new cat8 was opened to successfully complete the procedure. There was no report of an adverse effect to the patient.